Event description:
The device was returned for service. During service by baxter, a cracked door assembly on channel 1 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported an unspecified alarm situation found before use.evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a constant downstream occlusion alarm caused by a cracked door assembly on channel 1. Review of the complaint history reveals similar reports have been reviewed for this product for the reported issue. This issue is being investigated.